Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that it is not possible to connect the battery to the controller.  It loosens if the patient moves the connector.  The controller was replaced. There was no impact to the patient.

Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the battery passed visual inspection but failed functional testing. During testing, the battery was able to connect to a connector but was unable to properly lock. The battery connector contains a spring locking mechanism; the locking mechanism was not functioning as expected. The most likely root cause of the reported event can be attributed to a faulty locking mechanism. The faulty locking mechanism did not allow the battery to securely connect to a power port connector. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.